Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and good faith efforts. The following additional information was obtained: the device was not reprocessed prior to being sent in for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that reprocessing was not conducted properly, therefore, foreign material was not cleared. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection way is included in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the suction function of the evis lucera elite gastrointestinal videoscope does not work. The issue was found during preparation for use. The intended procedure was completed with no delay. Inspection and testing of the returned device found the biopsy channel was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle in the up direction did not meet the specification due to wear of the angle wire. The play of the up/down knob was out of standard value due to wear of the angle wire. The channel suction did not work at all due to clogged tube. Water injection amount does not meet the standard due to nozzle deformation. The distal end adhesive was broken. The plastic distal end cover was broken. The biopsy channel was clogged and foreign matter comes out from the tip. The remaining liquid and foreign matter came out from the biopsy channel. The objective lens was damaged. The light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.